Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the cardiac resynchronization therapy defibrillator (crt-d) set screw could not secure the lead in the crt-d header. The crt-d was explanted. A replacement device was implanted with no issue securing the lead. No patient complications have been reported as a result of this event.